Event description:
The user facility states, "this unit was involved in a pt burn. The staff was not getting power so they kept turning up the power. Then suddenly they had full power and the pt was burned."